Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that the iol (intraocular lens) window was open when the lens was received therefore, viscoelastic could not be injected due to poor structure, and the whole cartridge was loose from the device. Additional information was received stating that the lens was replaced with an unspecified replacement lens of the same diopter. The issue was observed while opening the device. There was no patient contact.